Event description:
Per the clinic, the patient experienced pain with device use. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2024.